Event description:
It was reported that the system intermittently displayed a communication failure error message resulting in a loss of x-ray functionality. This error may result in a system lock up, no boot, or shut down. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The voltage at the c-arm panel was adjusted to 5.09vdc. The system was tested and found to be working as intended and returned to service.